Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
Patient presented post-operatory pain. Subject had 10 ml fluid aspirated and received a dexamethasone injection.